Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test, unexpected error test and basic occlusion test. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was programmed with test mini link and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted. Pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced multiple lost sensor alarms. The customer's blood glucose value was unknown. The product was returned for analysis.